Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. In addition, the following non-reportable malfunction was found during the device evaluation: a b31 error and damaged light guide fiber composite. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No further information regarding the event was obtained by the customer to date. A review of the device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoeye high definition ii, autoclavable video telescope ¿image vibrates and is green¿. The reported problem was found during an unspecified event. No death or injury and no impact to patient or other has been reported.